Event description:
According to the available information, revision surgery was performed due to pending erosion of cylinder. The implant was replaced with a genesis.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed.

Event description:
According to the available information, the patient only had an initial implantation and did not have a revision. No harm was reported for the patient.